Event description:
It was reported while stimulation was turned on a jolting or shocking sensation occurred. It was noted amplitude was at 6.9 v. Patient stated she "had used stimulation since implantable neuro stimulator (ins) replacement in (B)(6), but in recovery room had not felt stimulation at all." Patient waited several weeks and then followed up with hcp. Patient noted she had not felt any stimulation and was told she may need a revision. At the time of this report, no further details were provided. Additional info will be provided when available. Refer to MFR # 3004209178201006348.

Manufacturer narrative:
(B)(4). No medwatch form was received from the user facility; therefore, info on the medwatch form 3500a was completed by medtronic with info received from the healthcare professional. "Any missing or incomplete data on form 3500a are the result of info not being provided by the reporter. Despite attempts to obtain such info from the reporter, medtronic is unable to complete form 3500a."